Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness symptoms. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via mw5089018 that a female patient underwent a breast surgery with unspecified gel implants and suffered several unexplained systemic symptoms, including health declining, chronic exhaustion, muscle fatigue, cardiac arrhythmia, burning mouth syndrome, anxiety, joint pain, back pain, hormone failure, adrenal fatigue, and left-sided breast pain. The patient stated that the left-sided implant was found to be ruptured upon explantation on (B)(6) 2019 . The root cause of the patient¿s symptoms is unclear. This report is for the right prosthesis.

Manufacturer narrative:
On (B)(6) 2019, mentor received additional information regarding the suspected medical devices. The patient stated that they were 450cc silicone gel mentor smooth implants. However, catalog number and lot/serial number were not provided. On (B)(6) 2019, photos of the suspected medical device were returned for analysis. On (B)(6) 2019, the investigation on the returned material (photos) was completed. Investigation summary: according to the reported information, the patient experienced generalized illness. There was no sample received for analysis. Only photos of the sample were received for analysis. Upon visual inspection of the sample picture, it was observed to be intact. The photos do not provide enough evidence to determine any damage. An investigation of the returned information was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms. All mentor product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed by upper management on a routine basis for any associated trends. Manufacturer's reference number: (B)(4).